Manufacturer narrative:
On 11 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 27 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 147336: 90 items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found. To date, (B)(4) items of the same lot have been alread sold without any similar reported issue. On (B)(4) 2015 it was confirmed that the item is not available. On (B)(4) 2015 the responsible of packaging department checked the picture received and made the following comment: the item involved in this complaint was released on 11.feb.2015; on 12.mar.2015 a training session was carried out to all the operators working in the packaging process, due to a similar complaint previously happened. Another training was run on 22 june 2015 as well. In addition, looking at the picture is visible as the hair, found on the ball head, is faint and short, the operator involved into the packaging process, referring to this event, has instead a very long hair. Despite of this we cannot establish a certain root cause of the event or decree our or hospital fault. Not available.

Event description:
Surgeon requested 28s biolox ceramic head to be opened during a surgical procedure. Upon taking the ceramic head out of the clear plastic dish, he noted there was a hair on the ceramic head. Surgeon did not implant 28s head, but removed it from sterile field, and implanted a 28m biolox ceramic head. Operation continued uneventfully.